Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a cardioversion done the day prior to the call because their heart had gone into atrial fibrillation (afib) (not alleged to be related to the device/therapy) and reported that now on the day of the call they were seeing the message that ¿internal device lost all data.¿ the patient confirmed that they had their therapy turned off on the day of the afib prior to the cardioversion. The patient was noted to have been calling from the health care physician (hcp) office and they were able to put the hcp (a programming nurse) on the phone. Patient services warm transferred the hcp to technical services for assistance in addressing the lost data message. Technical services spoke with the hcp and assisted the hcp in the use of the clinician application to clear the message and to reinstate the programming. By the call¿s end, the hcp had finished programming and confirmed that the patient had been able to access programming and the patient programmer. There were no symptoms and there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.